Event description:
Pt found unresponsive and cyanotic, with no pulse or respirations. The defibrillator failed to discharge on three attempts. Another defibrillator arrived within minutes of code being called. Pt did convert after being defibrillated, but subsequently expired. The fact that the defibrillator did not work probably did not cause this pt's death, but it is not possible to completely rule out.